Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one of the pitch cables broken at the proximal end in the housing. The pitch cable was broken at the back end pulleys. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The instrument was found to have a broken pitch cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the tenaculum forceps instrument was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during dissecting. The failure was not related to the movement of the instrument. There is one cable protruding at the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use and no damage was observed.